Manufacturer narrative:
The customer¿s report that the device had a channel disconnect with a loss of communication was confirmed. Neither the pcu nor its event and error logs were received, resulting in limited information being available about specific infusions and times of the reported channel disconnect events. The error and event logs from the three involved pump modules showed that on (B)(6) 2016 between 04:56 am and 04:58 am the three pump modules were connected to the pcu. Infusions were running for two of the pumps, (s/n (B)(4)) and at 07:37 am the third pump module (s/n (B)(4)) was being programmed. The log showed that at 07:37 am pump module s/n (B)(4) was reattached to the pcu. This was most likely the first channel disconnect. At 07:38 am, the infusion was started on s/n (B)(4). Within 20 seconds channel off was selected and the infusion was stopped. Pump module s/n (B)(4) was reprogrammed for another infusion at the same settings as previously selected. Six minutes later at 07:44 am, s/n (B)(4) was reattached to the pcu. This was most likely the second channel disconnect. At 07:44 am the infusion was restarted on pump module s/n (B)(4). Twenty-one seconds later this pump module reattached to the pcu. This was followed 1 minute later by two channel malfunctions, error code 211.2000 (communication error) which was most likely the third channel disconnect. Thirteen seconds later at 07:45 am, pump module s/n (B)(4) reattached to the pcu. This was most likely the fourth channel disconnect. Pump module s/n (B)(4) had its infusion auto-started and continued to infuse. Pump module s/n (B)(4) was being programmed. Visual inspection of the three devices showed that the iuis were all contaminated and corroded. Four of the iuis had date codes from 2005 and the remaining two had date codes from 2012 and 2013. Channel alarms were replicated during functional testing. The proximate cause of the channel disconnect events with a loss of communication was determined to be contaminated and corroded iuis on all three pump modules. The root cause of the corrosion and contamination was not determined.

Event description:
The customer reported that the staff noted a channel disconnect during an unspecified infusion, but when the unit was tested by the facility's biomed no problem was found. There was no report of any patient harm.